Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not separate from catheter. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. Functional evaluation was performed, and it was found that the handle does not have communication with the clip assembly which is evidence of both activations performed. No other problems with the device were noted. A media analysis was also performed to the photo provided by the customer, and it was possible to observed that the clip assembly was stuck into the bushing. The reported event of clip did not separate from catheter was confirmed. It is possible that a soft deployment could have occurred due to accidentally activating the device and trying to reopen the clip. Subsequently, when the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, thereby causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Additionally, the damage found on the clip assembly is likely due to the entrapment against the bushing. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not separate from the catheter to deploy. The procedure was completed with another resolution clip. Note: a photo submitted by the customer shows the clip assembly was slightly stuck into the bushing. Additionally, it could be observed that the over-sheath was not present on the device. There were no patient complications have been reported due to this event.